Event description:
My mentor saline implants made me very sick, 40 symptoms, 7 specialists, I implanted in 2013, I started having symptoms right away, then spiraled with 40 new terrible symptoms, joint pain, insomnia, fatigue heart palpitations, vertigo, jaundiced skin and eyes, etc. I was recently diagnosed with rheumatoid arthritis. I explanted on (B)(6) 2019 and my symptoms have already drastically improved. Please please consider! I stopped all medications after explant. No longer needed. Singulair pro air, ventolin, plaquenil. FDA safety report ID # (B)(4).